Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump middle button had trouble. Customer's blood glucose level was 144 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. Customer stated the site was actively bleeding. The insulin pump will be returned for analysis.